Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. The distributor alleged that the pump restarted while the patient was using it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: a review of the pump¿s alarm history showed that cs 052/054 call service alarms were recorded, which may cause the display screen to be blank for several minutes. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The power issue was not able to be duplicated during investigation.